Manufacturer narrative:
D6: device returned with no lot identification. H6; damaged firing mechanism. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; catridge condition, n/a and cartridge return batch number, n/a. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken and condition of yoke, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechansim. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damaged to firing mechansim are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.

Event description:
It was reported the ez35b was used during a video assisted thoracic surgery with wedge resection. It was reported by the affiliate on the firing process the device broke and did not staple or cut the tissue at all. The surgeon used hand stiches to close the tissue. There was no consequence to the patient.